Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): unknown the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number and part number were not provided. The reported patient effects of nausea and thrombosis are listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure.

Event description:
It was reported that during the procedure on (B)(6) 2015 an unknown xience v stent was implanted. On (B)(6) 2016, the patient started vomiting and had pain in her arms and started sweating profusely. The patient was taken to the hospital where thrombosis of the xience v was found which was treated with a non-abbott drug eluting stent. The patient is in the intensive care unit (ICU) but should be out of ICU within 12 hours. The physician stated he could see areas of the xienve v stent through the restenosis. No additional information was provided.